Event description:
It was reported the customer had a low blood glucose event. Customer stated the paramedics were called to treat for their low blood glucose. The customer stated their husband found them screaming and shouting. It was also found the customer was sweating and unable to communicate to their husband. The customer's blood glucose was 111 mg/dl. Customer's blood glucose was treated with glucose tablets. The cause of the customer's low blood glucose was unknown. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.